Event description:
Reportedly, intermittent noise sensing was observed during follow up of the subject ICD in both channels and inappropriate shock was delivered on (B)(6) 2009. The sensitivity was reprogrammed from 0.6 mv to 0.8 mv, which resulted in absence of further noise detection.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.